Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, confirmed that the malfunction code did not recur after the reset, and informed the customer that they could continue using the pump while providing instructions to call back if any issues arise. No additional information was received regarding the outcome of the event.